Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the contact suspected the cause of the low bg was due to the customer going to the gym and moving furniture around; however, was unsure. Fruits were consumed to treat bg. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.